Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, excessive no delivery and prime tests. The motor passed motor test. No motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 278 mg/dl. The customer treated with a manual insulin injection. The customer reported a motor error alarm from the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.